Manufacturer narrative:
The suspect device has been returned to olympus for evaluation, and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. The customer also confirmed the device was last used in a procedure on (B)(6) 2023, and last reprocessed on (B)(6) 2023. The last sample was taken on (B)(6) 2023, after storage. After confirming positive microbiological test results, the device was quarantined. The device was stored at room temperature. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. The automated endoscope reprocessor (aer) used was solusec 4pa22744 with soluscope clin and soluscope paa disinfectant. The water quality was filtered, and the filter was replaced periodically in accordance with the instructions for use. The device was dried with filtered compressed air and the dry process of aer and stored in drying cabinet. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during reprocessing, the duodenovideoscope distal end tested positive on (B)(6) 2023, for 1 cfu of filamentous fungus. And microorganism indicators were yes. The channels tested positive for 5 cfus of filamentous fungus, and the microorganism indicator was absent. The device was retested on (B)(6) 2023. Second test results: the distal end tested positive for 10 cfus and 8 cfus of microorganism indicators. The channels test negative. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results from third-party testing, the device evaluation, and the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: all channels. Colony forming unit (cfu): 8 cfu. Bacterial identification: micrococcaceae and bacillaceae. Sampling from: distal end. Colony forming unit (cfu): 4 cfu. Bacterial identification: bacillaceae. The returned device was evaluated and the following defects were noted during the evaluation: the suction cylinder was scratched, the air/water cylinder was scratched, the universal cord was wrinkled, and the connector was scratched. These defects alone are not considered severe enough to cause a potential adverse event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.